Event description:
It was reported that nurse has a concern related to this batch of groshong 4f while performing PICC insertion in hospital. She found during PICC line procedure; dilator is not getting inserted smoothly compared to earlier experiences. She faced same difficulty in-5 cases while performing insertion today (B)(6) 2023. Bust finally she has completed all cases successfully. 8/31/2023: the customer reported this occurred five times however only one device was returned for evaluation and bunching was noted at the tip of the distal end. This report addresses the returned device and first occurrence.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a difficult micro introducer insertion is confirmed but the exact cause remains unknown. Two images were provided for evaluation. The first image shows the outer packaging kit label. The label indicates lot: regr4252. The second image shows the 4.5 microez micro introducer partially inserted within the patient. The sheath has not been split and the guidewire is present passing through the sheath. The distal end of the sheath appears to be partially inserted within the skin and bunching is noted at the tip. Based on the information provided, possible contributing factors include advancement against resistance, steep insertion angle, and skin nick size. Since evidence of a difficult insertion was observed, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.